Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the unit failed the power on test, with no green power light, no functional response, no image, and a faulty main board (mb 1251) observed was traced to component failure. The date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the monitor, an olympus asset with no reported complaint. During the evaluation, the unit failed the power on test, with no green power light, no functional response, no image, and a faulty main board (mb 1251) observed. There was no patient involvement.